Event description:
Healthcare professional reported through clinical study that the valve was electively explanted approximately 52 months post implant during concommitant replacement of the mitral valve. The valve was not returned for analysis however a pathology report was provided to the MFR. This is the same pt as 2025587-1997-00077.